Manufacturer narrative:
H11: the affected evo clamp was requested for return at the manufacturing site. The device was inspected by technical service support international (tssi). In first instance, the device was cleaned and disinfected. Subsequently, inspection of the unit revealed that the bowden cable was found blocked inside the unit¿s housing. During further testing, the metal plate and bearing were found also defective. As a result, the whole bowden cable assembly group needs to be replaced, and the complete repair is ongoing. The review of complaint database was conducted to retrieve any similar events of involved unit, and no report was received since its installation in 2016. Based on all the above facts, the root cause of the issue could be reasonably traced back to a mechanical failure of bowden cable assembly group components. Thus, the event could be reasonably considered an isolated case. No concerning trend for this kind of failure was evidenced. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the venous line clamp. Clamp is mechanical venous clamp with blue bowden cable and mechanical control wheel. There is no buttons on it. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during priming, the control wheel turns freely and the venous clamp remains open. Damaged venous clamp control mechanism. There is no report of any patient injury.